Event description:
The harmonic scalpel handpiece (ace23e) was working fine throughout the beginning of the case. Halfway through, it stopped working. The error code (#5) was addressed and the vendor called, but the handpiece would not work properly. A new handpiece was reopened.